Event description:
Related manufacturer report number: 2017865-2023-36881. It was reported that the patient was asymptomatic and not dependent on the device for normal function. It was reported that an alert for non sustained right ventricular oversensing determined to be post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). It was also noted that a slightly higher capture and noise was observed on the right ventricular (rv). The device was subsequently replaced for unrelated reasons as it had reached the elective replacement indicator (eri). During the replacement procedure for eri the rv lead was tested and did not demonstrate any abnormalities and was reused. The patient was stable.